Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer reported obtaining a blood glucose reading of 350 mg/dl with the hospital's meter, while he obtained readings of 150 mg/dl and 155 mg/dl with his contour next one meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.